Event description:
It was reported that the 9800 system had a negative image and a low voltage error. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. There were two buttons being pushed at the same time. The operator was re-instructed during the service call. The system was tested and found to be working as intended and put back into service.